Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 85mm reconstruction screw. Part and lot numbers were not provided by reporter. 510(k) unknown. Other¿UDI# is unavailable. The subject screw was not implanted due to the reported issues. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a left midshaft femur fracture. The surgeon decided to implant a lateral entry femoral reconstruction (recon) nail with recon screws. The femur was opened with a 15 millimeter (mm) reamer and the nail was inserted to the proper depth. The protection sleeve for the inferior reconstruction locking screws was inserted through the aiming arm and a guide wire was placed to proper depth. The superior protection sleeve was then inserted and a guide wire was placed to the proper depth. The depth gauge was used to measure the inferior screw and the guide wire was removed. The drill was placed through the protection sleeve and a tap was used, but met resistance half way through. An 85 mm recon screw was inserted with a power screwdriver but stopped halfway through the nail. A manual screwdriver was used and could not advance or back out the screw. The aiming arm was removed and vice grips were used to back out the screw. The screw was inspected after removal and was found to be bent from interference with the nail. The aiming arm was reattached and the insertion of standard locking screws was attempted. The protection sleeve for the locking screws was inserted and the drill bit was inserted but it collided with the nail after passing through the near cortex. The surgeon pushed hard on the distal part of the aiming arm to redirect the drill bit through the hole in the nail. The surgeon felt the aiming arm was misaligned and was not lining up correctly for the screws to be properly inserted through the nail. Visual inspection of the protection sleeve showed the circular tube was bent to be an oblong shape. The screwdrivers and insertion handle were also noticed to be bent. There was a 35 minute surgical delay. The case was completed successfully with 120 degree and distal proximal locking screw instead of reconstruction screws. This report is for one unknown 85mm reconstruction screw. This report is 7 of 10 for (B)(4).